Event description:
The physician was attempting to perform a stent assisted embolization of a left internal carotid artery (ica) aneurysm. The device was positioned in the left ica and proximal left middle cerebral artery (mca) and an angiogram was taken. This revealed poor opacification of the distal left ica with a filling defect around the distal portion of the device representing a platelet thrombus around the device. Additionally there was a significant vasospasm related to the irregularity of the cervical ica and there was back flow into the external carotid branches. The device was removed immediately and a further angiogram revealed resolution of the spasm and normal flow had been restored. The physician believed a thrombus had formed on the device. The procedure was stopped and the patient was discharged home the following day. Eleven days after the procedure, aneurysm clipping was performed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Event problem codes - device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Evaluation codes - conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. There is no allegation of any product malfunction or nonconformance that contributed to the reported event. From the information provided there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that it thrombus and vasospasm are listed as potential complications of such procedures. Therefore, it was determined that the event was an anticipated procedural complication.